Event description:
Spontaneous communication from the patient's father who reported that the patient's hizentra infusions are taking a much longer time now (almost 5 hours), when they should only take 2.5 to 3 hours. The pharmacist approved a new freedom pump to be shipped out as a replacement due to potential defect in the pump. No further information was provided. The product lot number and expiration date or serial number are unknown. It is unknown if the patient missed any doses and/or experienced an adverse event as a result of the product complaint. The pump return box is being sent to patient. Reported to (B)(6) by pt/caregiver.